Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device cable doesn't work. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating defibrillator cable ref. 989803197111. Does not work. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Rse confirmed, according to safety note fsn 2022-cc-ec-010. The affected products 989803197111 have a manufacturing date between september 2018 (9/18) and november 2020 (11/20). The 989803197111 - pads adapter cable is a consumable and is provided by the distributor. Fse onsite checked and the consumable cable 989803197111 is delivered to customer. The system meets the specification for the performed service and is returned to use. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.